Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated within ten minutes of placement, a second tr band was placed, and it performed correctly. There was no blood loss. The patient was stable. Location of the leak and how many ml¿s of air was initially put in the tr band is unknown. The procedure performed prior to the use of the tr band was a heart catheterization.